Event description:
Report received of elective explant. Upon post operative visual inspection of lead, physician notes j retention wire fracture with protrusion through the outer polyurethane insulation.